Manufacturer narrative:
(B)(4).

Event description:
It was reported that non-sustained rv oversensing due to potential myopotentials oversensing was observed on remote transmission. Programming changes were recommended. Patient will be brought in for deep breathing and isometrics tests. Patient was stable.

Event description:
New information received notes that oversensing was not reproducible in clinic, so programming changes were not made. Noise was observed again and programming changes were recommended. Patient will be called in clinic.